Event description:
It was reported to covidien on (B)(6) 2011, that a customer had an issue with an scd pump. The customer stated that sparks were flying out when on the pt, smoke was coming out and they could smell burning.

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.